Event description:
I had sculptra treatment for cosmetic reasons in another country, I have not named any state at the end of this form because it would not allow me to send the report otherwise, it did not give me the option to put the country. I had I vial of sculptra in early 2007 and another one about 4 months later with no problems. I was told that I would need to come back a third time. Eleven months later, I was told I would need 2 vials for max results. I informed the doctor I did not want my face shape changing and I also informed him I was on antibiotics. When the treatment was finished, my face was unusually swollen and very red and hot. After 4 days, it went down but 4 weeks later it swelled up and became very hot, it was like I had sunburn and it went numb and my throat went numb and I found it difficult to swallow. After a couple of weeks, I went to my gp who gave me some medication and referred me to a dermatologist. My face is now very blotchy, red, dry and one side of my face is bigger than the other. It has affected me psychologically and I am on antidepressants. Dose or amount: 4 vials. Frequency: 3 times. Dates of use: 2007. Diagnosis or reason for use: cosmetic.